Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, there was poor barrier separation of sample. This event occurred three times. The following information was provided by the initial reporter: the customer stated: the gel in 8.5ml sstii gel was found to get above the blood layer. During on site inspection of the affected tubes, noted that in some of the tubes, the gel was not separated properly. Sample collection details: the samples were collected at a dermatology specialist clinic and sent to the gribbles laboratory for allergy panel test. The device used for collection is not known, and the duration from collection to arrival at gribble is also not known. After blood draw, the samples were kept in room temperature. The samples were transported in a cooler bag to gribbles (internal temperature of bag is 17-19c). Additional information: for one of the patient, a recollection by done using 8.5ml sst with a different lot number. Lot no 0006792_patient 1_sample 2 & lot no 0188031_patient 1 sample 1. The outcome was the same with abnormal gel separation. The abnormal gel separation was apparent in the same clinic where by the samples were collected. The patient samples were recollected.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, 4 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. Four retained tubes from the same lot number were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1862 rcf for 10 minutes, using an mse mistral 1000 centrifuge. All 4 tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint has been confirmed based on the photos provided. All other testing performed was satisfactory. A root cause could not be determined. See h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, there was poor barrier separation of sample. This event occurred three times. The following information was provided by the initial reporter: the customer stated: the gel in 8.5ml sstii gel was found to get above the blood layer. During on site inspection of the affected tubes, noted that in some of the tubes, the gel was not separated properly. Sample collection details: the samples were collected at a dermatology specialist clinic and sent to the gribbles laboratory for allergy panel test. The device used for collection is not known, and the duration from collection to arrival at gribble is also not known. After blood draw, the samples were kept in room temperature. The samples were transported in a cooler bag to gribbles (internal temperature of bag is 17-19c). Additional information: for one of the patient, a recollection by done using 8.5ml sst with a different lot number. Lot no 0006792 patient 1 sample 2 & lot no 0188031 patient 1 sample 1. The outcome was the same with abnormal gel separation. The abnormal gel separation was apparent in the same clinic where by the samples were collected. The patient samples were recollected.